Manufacturer narrative:
Pending device return and evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision due to reason unknown. During the revision surgery, wear of the poly was noticed.

Manufacturer narrative:
Engineering evaluation noted the revision reported was likely the result of progressive degradation of the polyethylene secondary to femoral neck impingement and/or edge loading in the lipped region.

Event description:
Index surgery: (B)(6) 2011. Revision due to reason unknown. During the revision surgery, wear of the poly was noticed.